Event description:
It was reported, "these products did not pass the inspection for ra2009-356."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same event as: MFR # 2249697-2010-01706, 2249697-2010-01707, 2249697-2010-01709, 2249697-2010-01710.